Event description:
It was reported that a patient was implanted with an impella 5.5 and experienced sleeve damage to the pump at the sheath. Additionally, the patient had access site bleeding and positive blood culture results. Antibiotics were given and heparin was withheld. The patient was also transfused multiple blood products in response to positive disseminated intravascular coagulation results. The patient remains on impella support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock & cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿